Manufacturer narrative:
(B)(4). Bwi employee was not on site during the issue to perform troubleshooting. Later on, bwi employee went to the account to test the system for noise and it was not possible to duplicate the failure reported by the customer. The system was also checked in the next case with another patient and no issue was observed. The DHR associated with carto xp # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
It was reported that during an idiopathic vt procedure, all the ECG signals from carto xp system were noisy on the ep recording system. When the ic out cable was disconnected from piu, the ep signals were clear. After follow up with the customer to know more details regarding the event, it was confirmed that all the surface and intracardiac signals were lost in both systems at the same time. According to the physician, the signals could not be used to perform the procedure, then, the case was completed conventional. Due to the fact that the signals lost were in both systems at the same time, this complaint is reportable.